Event description:
The customer reported intermittent loss of the live image. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller pcb, camera, and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.